Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial # unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2019, information was received from a patient receiving an unknown drug via an implantable pump for an unknown indication for use.on 2019-june-27, the patient called and reported their handset screen was displaying a communication message; no pump found. The patient stated that the communication screen gets to "15%, 20%, sometimes 90% before handset shows no pump found". The communication issue was gradually getting worse. The patient was guided to follow the on-screen instructions; ensured the communicator was as close as possible to the pump, the communicator was unplugged from the charging chord and ensure that the communicator was turned on and charged. The patient was instructed to move away from any potential sources of electromagnetic interference (emi). Troubleshooting resolved the reported issue; the patient was unsuccessful the first two times, but was able to communicate on the third try. There were no reported symptoms. The date the issue began was not known. The patient called back in on (B)(6) 2019 called back in and reported they were still having issues and requested to get in touch with a rep to help set up an appointment with their hcp. No further information reported. On 2019-july-10, additional information was received from the manufacturer representative (rep). They stated they met with the patient and repair was replacing the patient's communicator for the ptm. Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient was having a problem with the communicator. The communicator was losing telemetry and not communicating. The event occurred about two weeks ago (relative to the date of report). No patient symptoms were reported and no further complications were reported or anticipated. On 2019-aug-02, additional information was received from the patient. The patient reported information previously reported. The patient noted the issues were continuing. On the date of the call, the patient tried to get a bolus and it could not find the pump. The patient shut the it down and started all over and finally was able to get a bolus. The patient noted they had met with a rep and they confirmed the patient was using the equipment correctly. The patient stated they had received a new communicator, but it did not resolve the issue. The patient stated, "it was worse now, it is getting harder to communicate". The patient stated that when the hcp used his device, it connected right away. The patient was transferred to repair for replacement.